Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) only lasted 1.5 years. The device was explanted and replaced. The patient was clinically stable but psychologically affected due to early replacement. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.